Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarms audio, alarm failure. Per reporter, this is an out of box failure. The product fault occurred during setup. The steps taken to resolve this issue was rebooting and retrying but still alarms audio failure every time it boots up. There was no patient involvement.